Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed to open due to broken latch. A field service engineer powered down the station and removed the back panel, where a broken solenoid spring was identified, replaced the spring, reassembled the back panel, and powered the station back on. The customer successfully recovered the drawer and performed medication inventory to validate functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 was failed to open due to broken latch. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. However, the user managed to retrieve the medication from another station/pharmacy which caused delay in patient care. However, there were no adverse events or injuries reported based on this event.